Manufacturer narrative:
Qn#: (B)(4). The DHR was conducted and showed no relevant findings.

Event description:
The customer reports that the central lines inserted in theatre have been leaking through a couple of lumens, when the patients have been in ccu.

Manufacturer narrative:
(B)(4). The customer returned 8 unopened cv-22854-sr representative kits from 6 different lots. Two kits were opened and visually examined. No defects or anomalies were detected. The total lengths of both representative catheters measured to be 170 mm which is within specifications of 157-177 mm per product drawing. The representative catheters were initially flushed using a lab inventory syringe. No leaks or blockages were detected. The catheters were then connected to the lab leak tester. The distal ends of the catheters were clamped and the leak tester was pressurized to 300kpa and held for 30 seconds. No leaks were detected. The returned guide wires were able to pass through the returned catheters with minimal resistance. A device history record review was performed on the reported lot with no relevant findings. The instructions-for-use provided with this kit cautions the user, "use of a syringe smaller than 10 ml to irrigate or declot an occluded catheter may cause intraluminal leakage or catheter rupture." The IFU also cautions, "indwelling catheters should be routinely inspected for desired fl ow rate, security of dressing, correct catheter position and for secure luer-lock connection. Use centimeter markings to identify if the catheter position has changed." The customer report of an extension line leak could not be confirmed by complaint investigation of the returned sample. The returned representative samples passed all relevant visual, dimensional, and functional testing. A device history record review was performed with no relevant findings. The probable cause could not be determined without the actual samples to evaluate. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports that the central lines inserted in theatre have been leaking through a couple of lumens, when the patients have been in ccu.